Event description:
Boston scientific received information that the pacer dependent patient with this device system experienced a syncopal episode. Upon review, non-physiologic noise and pacing inhibition were observed on stored events. Ventricular sense (vs) markers were noted to be very fast, with a total of seven events seen. Isometric exercises recreated noise and the patient became symptomatic with device inhibition. Additionally, during the isometric exercises, pacing impedance measurements fluctuated from 490 ohms to 550 ohms. Device sensitivity was reprogrammed and a lead insulation breach was suspected. A revision procedure was performed and the device was explanted and the right ventricular (rv) lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.